Manufacturer narrative:
The dentist reported the patient had implant failure to osseointegrate due to infection. The pain was relieved after the removal of the implant, and the patient was in satisfactory condition. The patient's ethnicity, race, weight, and date of birth were not provided. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Pain after implant placement is a documented risk of implant surgery and can be caused by a number of factors related to surgical technique and patient factors. Although the root cause for the failed implant complaint is inconclusive and specific to each case, there are many probable causes for the failed implant, including patient bone quality, premature loading, patient's health, per-implantitis, smoking, and/or lack of oral hygiene. However, established biocompatibility studies showed that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate due to infection, and soft tissue failed to heal. The pain disappeared after the implant was removed. The patient has bone type iii and no pre-existing conditions. There was granulated tissue around the implant, and infection at the implant site.

Manufacturer narrative:
Corrected: section b. Section b1: this information upated as it was omitted at the initial submission. Section d4: this information upated as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: n/a-the complaint cannot be replicated, therfore there were no non-conformities noted. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.7mmd x 10mml x 4.5mmp (70-1070-imp0011) using radiographic template. There was no defect or non-conformity observed and the threads were intact. Bone debris was observed in the threading of the implant. Root cause: although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not the cause for implant failure or infection.